Event description:
Boston scientific received information that remote monitoring of this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed a high out of range shock impedance measurement. This information was provided to the physician and a follow up visit has been scheduled with the patient. During the follow up visit, no issues were found with this system. It was thought this was an isolated event with no correlated events. A decision was made to remotely monitor this system and perform a follow up in the future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.